Manufacturer narrative:
During testing, corrosion was noted on the top, middle and bottom printed circuit boards and the display cable. This was due to leakage from the disposable batteries. The customer reported 14/002/000 service alarm code was not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact the device alarmed with a 14/002/000 (watchdog error) service alarm code. This is not a reportable malfunction. However, during verification testing at the service center, leakage was noted from the disposable batteries in the device.